Manufacturer narrative:
Device codes: 2587 labeled. Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported failure to split the sheath and torn sheath was confirmed based on the returned device condition. The reported bent cutter was not confirmed as there was not damage observed to the cutter and was observed to be the garage leaves. The reported failure to split the sheath and torn sheath appear to be related interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. The reported bent cutter was observed to be bent garage leaves due interaction with the garage leaves and flex-guide due to angle change during thumb advancer/slider stroke. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: it was reported that the thumb advancer failed to advance fully, and was not able to split the sheath cleanly. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after an unspecified interventional procedure. Reportedly, increased resistance was noted when sheath splitting was attempted. Upon inspection it was noted that the splitter had carved the sheath as the tip of the splitter was bent, it was not central along the sheath but poking out to one side. The safety release was used to remove starclose se device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.